Event description:
The customer reported the unit dies when just sitting. A red x comes up. After removing the batteries and replacing them, it comes back on but ultimately dies again. There was no report of patient involvement.